Event description:
It was reported that during a hyperglycemic episode the user entered a larger-than-appropriate meal announcement to self-bolus after changing supplies, consistent with improper use of the meal announcement feature. Symptoms included hyperglycemia without subsequent hypoglycemia. Outcomes included no hospitalization and no need for emergency treatment. Investigation included a customer care review and user education focused on correct meal announcement use and the risks of ¿ghost¿ announcements. Investigation of this case revealed user error related to dosing behavior rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.